Event description:
It was reported that, "poly exchange for mid range instability."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.